Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed potential programming changing options for the device. This ICD remains in service. No additional adverse patient effects were reported.